Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568.

Event description:
A catheter issue was reported during the procedure. The 90% stenosed target lesion was located in a limited tortuous, and mildly calcified mid superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter deployed to position but wrapped around a non-boston scientific (non-bsc) wire during recording pullback. The catheter was then pulled out along with the non-bsc wire. The procedure was completed using an alternate device. No patient complications.

Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. The non-boston scientific guidewire was not returned for analysis. Microscopic inspection revealed that the guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
A catheter issue was reported during the procedure. The 90% stenosed target lesion was located in a limited tortuous, and mildly calcified mid superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter deployed to position but wrapped around a non-boston scientific (non-bsc) wire during recording pullback. The catheter was then pulled out along with the non-bsc wire. The procedure was completed using an alternate device. No patient complications.